Manufacturer narrative:
(B)(4). It was reported that the peritoneal effluent fluid remained cloudy and that treatment with antibiotics continued (no further information provided). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin intraperitoneal (ip), (one gram stat dose), injection amikacin (ip, 100 mgs, once daily, duration not reported) and injection imipenem (one gram, once daily, route and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with peritoneal dialysis therapy was not reported. No additional information is available.